Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# unknown implanted: explanted: product type product ID a820 lot# serial# product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their samsung handset crashed multiple times a day after getting stuck at 90%. Per the patient, while requesting a bolus, they were getting error code 156 (application restarting due to system error) and 338 (connection interrupted) and ¿0x507.¿ the agent reviewed that this was not an issue with the handset but with the telemetry connection with the pump. The patient stated that they had done hard resets, cleared the cache, and it made no difference, and that their clinic had told them that replacing the handset would resolve the issue. A replacement handset was requested from the repair department because the patient¿s handset was crashing multiple times a day when they were requesting a bolus, and the patient was getting message 156 and 388 (communicator battery is low) and an 0x message. It was noted that the bolus stopped at 90% and the messages displayed. No indication of patient harm.